Manufacturer narrative:
Philips field service engineer (fse) replaced the therapy cable. This resolved the problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit does not recognize the external paddles sometimes. There was no adverse patient impact reported.